Event description:
Info received indicates the head up function is not working electrically or manually.

Manufacturer narrative:
A f/u report will be sent once the customer discloses their investigation.